Event description:
I was having major eye problems. Blurred vision, eye infections, etc. When I went to the doctor, she told me that I had infections in my eye as well as other serious problems. I had to refrain from contact lens use and purchased glasses to wear for a few weeks. I had to go back multiple times to track the status of the problem. I cannot remember exactly what she called it but I could have gone blind if we would not have caught it in time. Dates of use: approx five months 2006 - 2007. Diagnosis or reason for use: store and cleanse contacts. Event abated after use stopped: yes.